Manufacturer narrative:
The investigation into purge leak ¿ pump issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the purge leak - pump was reported to be a leak from the sidearm but the exact location of the leak was unknown.

Event description:
The user facility reported a(B)(6)old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported the team observed a purge side-arm leak. Through close inspection, small crack noted on purge sidearm. The patient continued support and there was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.